Event description:
During a saphenous vein surgery, the customer alleged the co2 tubing on the instrument holder burst apart. The hospital used 7 bars. The surgeon allegedly had to revert to the standard open procedure after the incident.